Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with intermittent live video output. Cause of intermittent output is a worn edge card. The complaint was confirmed and the root cause has been determined to be a worn edge card making intermittent contact with camera head receptacle on test ccu. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that. The camera head lens had a bad connection. It is unknown if the event occurred during surgery, if there was a backup device available or if there was a delay. No further complications were reported.